Event description:
It was reported the patient could not make adjustments using the patient programmer with the antenna attached. It was believed that swelling was hindering communication between the patient programmer and the implantable neurostimulator. The patient experienced shocks. The patient did not wish to see their physician. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), 2008-(B)(6), typ programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: product typ extension, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: product typ extension. (B)(4).